Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 8, 2019 that a spaceoar system was used during a procedure performed on (B)(6) 2018. Reportedly, there were no issues during the spaceoar placement and the patient did not exhibit any symptoms after the placement or during radiation treatment. According to the complainant, the patient presented with pain in early (B)(6) 2019. Imaging showed fluid buildup near the perirectal fat space, which led to concern for a potential abscess/infection or fistula. On (B)(6) 2019, an MRI was performed and confirmed fistula and infection. The MRI showed superinfection of the spaceoar between the rectum and prostate, and there is direct communication between spaceoar and the adjacent rectum. The infection in being treated with broad spectrum antibiotics, which has helped decrease the fluid in the perirectal fat space. The fistula is being monitored and is under ongoing evaluation with a colorectal surgeon. In the physician's assessment, the spaceoar placement process and presence of the hydrogel likely played a part in the infection and fistula.